Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported "deflation" of right breast tissue expander. The device has been explanted.